Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction, the super arrow-flex (saf) sheath was inserted into the patients' right groin. As the md was inserting the iab through the saf sheath, the iab became stuck in the saf sheath. The md removed the iab and the saf sheath as one unit keeping the spring wire guide (swg) in place. The md requested another iab for insertion. Reference MDR #1219856-2010-00477 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.